Event description:
General report received of an unspecified number of undocumented incidents of leakage of chemotherapeutic agents. After unspecified length of time in use, fluid leaked from the connection of the tubings and the y-sites. The amounts of the leaks were not specified. There were no reported adverse patient effects. Though requested, no additional information provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.